Event description:
On (B)(6) 2005, I underwent a right total hip arthroplasty revision procedure. I received a depuy pinnacle acetabular cup, size 62mm, an ultamet metal on metal insert, neutral 36mm x 62mm, a prodigy hip stem w/redux small stature 15mm, and a metal on metal femoral head, 36mm, +1.5. On or about (B)(6) 2006, I underwent a left total hip arthroplasty revision procedure. I received a depuy pinnacle acetabular cup, size 56mm, a pinnacle metal insert, neutral 36mm x 56mm, an aml hip stem large stature 13.5mm, and a metal on metal femoral head, 36mm, -2. Soon after these surgeries, I began experiencing pain and difficulty with the implants. Since the implantation of the pinnacle devices, I have experienced severe pain and discomfort and inflammation in both thighs and hips. I have had groin pain, multiple dislocations, atrophy, and a low back pain. I also feel extreme discomfort for periods of time, when walking, standing or sitting. I have experienced problems with both hips, but the left one is far worse. It pops out of socket, and I have become accustomed to popping it back into place. I have a constant shooting pain which begins in my hip and radiates throughout my left leg. I have been to the emergency room multiple times due to hip problems. I can also feel a grinding sensation when walking. My doctor has told me I need to have both implants replaced. Dates of use: device 1: (B)(6) 2005 to present, device 2: (B)(6) 2006 to present. Reason for use: device 1: previous infected right total hip, device 2: painful tara arthroplasty left hip.